Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Pf114 faradise clinical study, subject ID: (B)(4). It was reported that following an irreversible electroporation ablation procedure using a farawave catheter the patient's hospitalization was prolonged due to the presence of atrial flutter. The arrhythmia history taken for the procedure had not indicated atrial flutter. After the procedure was completed, atrial flutter was identified, and the patient was kept in the hospital for two additional days. No other interventions or treatments were reported. The catheter is not expected to be returned as the complication emerged after the procedure, when the catheter would have been discarded.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Pf114 faradise clinical study, subject ID: (B)(4). It was reported that following an irreversible electroporation ablation procedure using a farawave catheter the patient's hospitalization was prolonged due to the presence of atrial flutter. The arrhythmia history taken for the procedure had not indicated atrial flutter. After the procedure was completed, atrial flutter was identified, and the patient was kept in the hospital for two additional days. No other interventions or treatments were reported. The catheter is not expected to be returned as the complication emerged after the procedure, when the catheter would have been discarded.